Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 476 mg/dl when the alarm occurred. Troubleshooting found insulin was able to exit during a fixed prime. Customer's mother also stated their cannula was not bent upon removal of their infusion set. Customer was also advised their reservoir/infusion set may be occluded. The customer's blood glucose was 298 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.